Manufacturer narrative:
Date of event: unknown. Results: bd did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A manufacturing device history record review of the incident lot was performed and no issues were observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the rubber luer sleeve does not cover the bd vacutainer® eclipse¿ blood collection needle when tubes are placed on and off the luer. No serious injury or medical intervention reported.